Event description:
It was reported that the ilet device required holding the power button for approximately 30 seconds to turn on and off, and the screen bezel appeared separated at the middle with internal wires visible, consistent with a display component issue and a device bonding failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem affecting the unit that was associated with a failure of bonding in the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.